Event description:
It was reported that during a reprocessing of the prograsp forceps instrument, it was noted that wires on the instrument were exposed and broken. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one pitch cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. Failure analysis investigation also found that distal end of the main tube has missing material, as the surface of the main tube appears to be scraped off in various areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.